Manufacturer narrative:
The drill was returned to the manufacturer for an unrelated issue and upon evaluation, it was discovered that the device leaked oil. To fully repair the drill, numerous worn components were replaced. The drill was repaired and returned to the user facility.

Event description:
It was reported that during testing conducted at the manufacturer, the pneumatic drill leaked oil. This event did not occur in a surgical environment, so there was no patient involvement. No user injury was reported, and no other adverse consequences were alleged with this event.